Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "hospital receiving department phoned branch office to advise that there was an odor coming from the box upon arrival. The outer carton was not damaged but one of the corners of the box was wet."